Event description:
The device was used during a blebectomy procedure. Reportedly, the staples did not form properly causing tissue trauma, and the instrument was bent. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.